Event description:
The customer reported that they had difficulty demand pacing a pt. There was no impact to the involved pt.

Manufacturer narrative:
The customer reported that they had difficulty demand pacing a pt. There was no impact to the involved pt. The factory has not yet received the device for eval, and the complaint is still being investigation. A f/u report will be submitted upon completion of the investigation.